Event description:
It was reported that during an unk procedure, the maverick otw balloon ruptured and a perforation occurred. The de novo lesion being treated was located int he 95% stenosed, mildly tortuous mid circumflex (cx). The maverick otw balloon was being used for predilation, and ruptured on the first inflation at 6 atms. The balloon was removed, and "some staining and perforation" was observed. A 1.5 x 15 mm maverick otw balloon was inflated to 4 atms for 156 seconds, and per angiogram the pt was fine. The procedure was completed with another device.

Manufacturer narrative:
.